Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has no hearing sensations with the device. A known trauma has have happened. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. The problem given in the patient report appear to match well with this finding.

Event description:
Patient had a head trauma. The patient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
After a trauma to the head, the patient no longer has any hearing sensations with the device. The patient is to be re-implanted but no date for surgery has been scheduled yet.